Manufacturer narrative:
An event of right bundle branch block (rbbb) post implant of navitor valve was reported. The device remains implanted and will not return to abbott for analysis. Based on all available information, the exact cause of the reported right bundle branch block could not be conclusively determined. The reported unexpected medical intervention and surgical intervention were result of temporary and permanent pacemaker implants. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 27mm navitor vision valve was selected for implant using a large flexnav delivery system. Prior to the procedure the patient had alternating sinus rhythm and right bundle branch block (rbbb). The perimeter of the annulus was 23.2mm. The length of the membranous septum was 2.5mm. During pre-dilation with a 22mm non-abbott balloon, the balloon bounded upwards towards the aorta. A second pre-dilation was performed. During the procedure the valve was partially re-sheathed once. The valve was implanted. The final implant depth was 13.8mm from the non-coronary cusp (ncc). Post-implant the patient experienced rbbb and a prolonged pr interval. On (B)(6) 2025 a temporary pacemaker was inserted. On (B)(6) 2025 a permanent pacemaker was implanted. The patient status was stable.